Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up and down button dome switch (creased). No unlocked j2/lcd keypad connector. Pump received with broken battery tube threads.

Event description:
The customer reported via phone call that the battery compartment cracked. Customer's blood glucose level was 120 mg/dl. Customer states reservoir was able to lock in place when inserted into the insulin pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.